Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The dc voltage of the fluoro functions board was adjusted from 4.91 to 5.10 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case, the system displayed a "control panel" error message on the doghouse display. After rebooting the system, the monitor on the cart displayed a "communications" error message. No patient injury was reported.